Event description:
It was reported that the patient experienced elevated glucose at 237 mg/dl while disconnected from the ilet and sought guidance for a supply change but lacked a luer connector; the customer care agent advised against reusing supplies, provided troubleshooting and education, and the patient planned to contact their care team. Investigation of this case revealed no device alarms and no device performance issue identified, with the event occurring while the patient was disconnected from therapy and without a supply connector to resume infusion. No reported clinical symptoms. Outcomes included no alerts or alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.